Event description:
Customer reported patient was receiving hemodialysis through a tunneled ij catheter with an exit site located in right chest. Reported 1626w tegaderm dressing was applied over the catheter site on (B)(6) 2015. Reported patient returned for hemodialysis on (B)(6) 2015. Customer alleged the dressing did not adhere well and bottom portion of the dressing lifted, exposing a gap over catheter site. Stated patient got an (B)(6). Reported no fever or redness was noted before or after dialysis on (B)(6) 2015. On (B)(6) 2015 customer reported patient called facility and stated she was not feeling well and could not come in for her scheduled dialysis treatment. Customer reported the patient's husband called 911 on (B)(6) 2015, patient was transferred from home to hospital and was admitted into respiratory ICU. Customer reported patient was in heart failure and died on (B)(6) 2015. Reported cause of death: st elevation, mi, acute hypoxic respiratory failure, fluid overload secondary to missed hemodialysis, (B)(6) suspected secondary to hemodialysis catheter infection, severe sepsis, encephalopathy, end stage renal disease, type ii diabetes with hyperglycemia.

Manufacturer narrative:
Conclusions: device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.